Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119491.

Event description:
It was reported that the patient's lead exhibited high capture threshold and low pacing impedance. No interventions were performed. The patient's condition is unknown.